Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the 5.5 nav driver - shaft t20 (part #: 301019003 / lot no: mi88791) was received at us cq. Upon visual inspection, it was observed that the distal tip of the device was broken off. The broken piece was not received. No other issues were identified with the returned device. Dimensional inspection: the dimensional inspection cannot be performed due to post-manufacturing damage. Document/specification review: based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed. No design issues or discrepancies were identified. Conclusion: the overall complaint was confirmed for the received device as a distal tip of the device was broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: a review of the receiving inspection (ri) for 5.5 nav driver - shaft t20 was conducted identifying that lot number mi88791 was released in a single batch. Batch1: lot units were released on 17 aug 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, that the tip of the driver shaft was broken. This report is for one (1) 5.5 nav driver - shaft t20. This is report 1 of 1 for (B)(4).